Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the ambicor penile prosthesis (app) pump was riding up onto the penile shaft. The patient underwent surgery to reposition the pump. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the ambicor penile prosthesis (app) pump was riding up onto the penile shaft. The patient underwent surgery to reposition the pump. After the revision, the pump is higher in the scrotum but further posterior than previously placed. The patient is unable to utilize the device fully due to his morbid obesity and excess genital skin.

Event description:
It was reported that a possible adverse event or device deficiency of an unspecified penile prosthesis may have occurred involving a patient in a clinical study. No futher details were provided.